Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient had a brain and neck MRI performed in 2016 but didn't indicate that they had an ins prior to the MRI. After the MRI the patient said they had an ins and it was "inactive" and they no longer used the ins. During the call the hcp noted that the patient no longer used the device because it was no longer effective but then stated that those were their words and not the patient's. Additional information was received from a healthcare provider regarding the patient on (B)(6) 2019. It was reported that the patient's stimulator was no longer on as it was implanted over 10 years ago. It was uncertain if it was due to normal battery depletion. Additional information was received from a consumer regarding a patient on (B)(6) 2019. It was reported that the implantable neurostimulator stopped working for him starting about five years prior to the report. The patient noted that he had been in a motor vehicle accident in 2016 and had a subsequent concussion. The patient was in the process of looking for surgeons who could explant his device. The patient noted that another reason that he wanted the device explanted was due to not being able to have any testing done with the device in him. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implant had stopped working for him. The patient was looking for surgeons to explant as he could not have any testing done with the device in him. The indication for use was failed back surgery syndrome. No patient symptoms reported.

Manufacturer narrative:
There was an adverse event in this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the implantable neurostimulator stopped working and no steps were taken to resolve the issue as it was not working for the patient. The patient indicated that he would like the device taken out. There were no further complications reported.